Manufacturer narrative:
Additional information received via email indicated that the patient's impairment was permanent and they were on a ventilator.

Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for analysis. Post procedural images were not provided; therefore the reported event could not be confirmed. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use identifies hemiplegia, ischemic stroke and sent thrombosis as potential complications associated with use of the device.

Event description:
It was reported that a fred stent was implanted in the right internal carotid artery (ica) for retreatment of an aneurysm that was coiled approximately 6 months ago for an acute rupture and had a neck remaining. Post deployment, the patient woke up with left sided weakness. Another angio was performed that identified what appeared to be a clot in the lumen of the fred device. Attempts were made to aspirate the clot and remove the fred device using a snare device but was unsuccessful. Reportedly, the patient suffered large hypoxic injury of grey matter.